Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an external/internal inspection was performed and found no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A check of the pneumatic system found it to be working to specifications. A short simulated therapy was performed on the device successfully. Upon conclusion of the investigation, the cause of the reported issue was determined to be a use error described as the tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The fill volume was programmed to be 1300ml and the ultrafiltration for cycle four was 1436ml. The technical service representative assisted the patient in ending therapy. The patient was to use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.